Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-173662, m2a 38mm mod hd std nk, 040280, 11-103206, taperloc por lat fmrl 12.5x145, 151700. Report source: legal. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00235 , 0001825034-2019-00237. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised approx. 12 years post implantation due to metallosis with near complete destruction of the postlateral cortex of the proximal femoral femur and greater trochanteric fracture. Before revision, patient had a fall. Imaging confirmed that the impact had shattered the left hip bone. Attempts have been made and additional information on the reported event is unavailable.